Manufacturer narrative:
H3, h6: the navio surgical system us, pn: ornpfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The picture of the error screen: ¿an error occurred during initialization: disk error. (Errcode = 80000)¿ was provided and confirmed the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the error code was an issue with the firmware of the cpu. The reported event states that the system required three reboots for the system to proceed without any errors. The reported beeping is likely associated with the normal navio boot process, where the navio is checking the connection to the other systems, like the siu, ups, and the cpu. The blinking of the button next to the cd port indicates an error with the cpu. The error on the screen, error code ¿80000¿ indicates that the cpu had incurred the error: nhm_error_disk_selftest_inc. A possible cause of the error code could be a disc-related hardware issue within the cpu. This potential cause could not be confirmed because the cpu was not returned for a functional evaluation. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that when the system was turned on before a navio ukr procedure, the error code 80000 was on the screen. They shut down the unit and rebooted it. After reboot, the error was present again. At this point, they heard multiple audible beeps that sounded like the beeping that occurs when the navio is running on back up battery. They checked to make sure that the power cord was fully plugged in, and it was. They then noticed that the button next to the cd port was blinking, so it was pushed. After rebooting a second time, the error message was no longer present and they were able to proceed without delays. No other issues were present once the case begun.